Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity, during a pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. Additional information is being requested from the field. No patient involvement. Additional information was received that analysis was performed which noted that the data is consistent with low battery voltage due to low temperature exposure. This pacemaker is cleared to implant.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity, during a pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. Additional information is being requested from the field. No patient involvement.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this pacemaker recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity, during a pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. Additional information is being requested from the field. No patient involvement. Additional information was received that analysis was performed which noted that the data is consistent with low battery voltage due to low temperature exposure. This pacemaker is cleared to implant.

Event description:
It was reported that this pacemaker recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity, during a pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. Additional information is being requested from the field. No patient involvement. Additional information was received that analysis was performed which noted that the data is consistent with low battery voltage due to low temperature exposure. This pacemaker is cleared to implant. This device was successfully implanted. Additional information received, this device was explanted due to therapy upgrade. A replacement device was implanted successfully. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes. Upon receipt at our post market quality assurance laboratory. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. In this case, the product was removed from the cold environment and the battery voltage recovered.